Manufacturer narrative:
Device evaluation: analysis of the returned device identified: device appearance (no observed any unusual on the surface of the shell, the device was received in biohazard bag). Leak test and microscopic analysis was performed which identified: device no leak and device appearance. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: it is confirmed in additional analysis that the device is not observed anything unusual outside or inside, also the device is received in a biohazard bag and not in its original sealed packaging. No leak was observed in the device.

Event description:
Healthcare professional reports a device "had a thread and bump on the shell". The device was not implanted. Surgery was successfully completed with a backup device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reports a device "had a thread and bump on the shell". The device was not implanted. Surgery was successfully completed with a backup device.